Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report receiving ¿m67 fluid temperature out of range¿ alarm on the liberty select cycler. Issue occurred in step 5 of setup and occurred 3 times. Patient was not connected during incident. Cycler was not near a cool/heating source. Solution bags were stored away from cycler in bedroom. Nothing came in contact with heater tray. Heater bag was in heater tray. Room was at room temperature. The size of the solution bag(s) was 3l, 6l & 2l. Issue occurred on 04/28 and 04/29 per alarm history. Replaced cycler due to m67 alarm. At least one full treatment had been completed with this cycler. The fresenius technical support representative advised to discontinue use of this cycler and to contact peritoneal dialysis registered nurse (pdrn) to inform of replacement. There was no patient involvement, harm or adverse event reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the heater tray cable had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater test failed. Thermistors did not activate due to a short on heater tray cable. Replace heater tray for further testing. Heater test passed. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the heater tray cable. The cycler was refurbished following the evaluation.